Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
A report was received that a patient's generator and lead were explanted shortly after generator replacement due to a chicken pox infection that was reported to be unrelated to the vns. Further information was received that per the neurosurgeon that the chicken pox suffered by the patient coursed at the initial stages with blisters, and these blisters opened the incision wounds generating an infection that ended up contaminating the device and is the reason the generator and lead had to be explanted. It was stated that the device was not the cause of the infection, however was contaminated as a consequence of it. Device history records were reviewed for the generator and lead and the devices passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.